Event description:
N/a.

Manufacturer narrative:
Tw#(B)(4). The device was returned to the factory for evaluation on 04/14/2025. An investigation was conducted on 4/16/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The collar of the cable was observed to pulled from the cord, exposing the inner contents of the cable. No other visual defects were observed. Based on the returned condition of the device as well the photographic evaluation, the reported failure "break" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that hemopro2 extension cable has several crimped sections along the cord. It was discovered when preparing it for sterilization. No patient contact.